Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had received a critical pump error image on the pump screen. The customer¿s blood glucose was 212 mg/dl. Customer stated that they were in the pool. Troubleshooting steps were provided for critical pump error. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with serial number label faded.